Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("migration of essure device location: adherent to sigmoid colon and right ovary/ perforation (other) location: anterior portion of the sigmoid colon"), device breakage ("device breakage"), pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included unilateral renal calculus (surgery on (B)(6) 2017), esophageal reflux (surgery on (B)(6)2016), ureteral calculus (surgery on (B)(6) 2016) and urinary tract infection (surgery on (B)(6) 2016). Concurrent conditions included overweight, dysfunctional uterine bleeding, knee pain (left) and multiple allergies. Concomitant products included oral contraceptive nos for contraception. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), cystitis ("infection: bladder"), urinary tract infection ("infection: urinary tract"), vaginal infection ("infection:vaginal"), abdominal pain lower ("left lower quadrant pain") and weight increased ("weight gain"). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2014, 8 years 11 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (tylenol), antibiotics, surgery (laparoscopy, bilateral salpingectomy resection of endometriosis, d&c,endometrial ablation), surgery (endometrial ablation with novasure device). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the gastrointestinal injury, device breakage, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, back pain, abdominal pain lower and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal injury, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion current weight: 226 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ("migration of essure device location: adherent to sigmoid colon and right ovary/ perforation (other) location: anterior portion of the sigmoid colon"), device breakage ("device breakage"), pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included unilateral renal calculus (surgery on (B)(6) 2017), esophageal reflux (surgery on (B)(6) 2016), ureteral calculus (surgery on (B)(6) 2016) and urinary tract infection (surgery on (B)(6) 2016). Concurrent conditions included overweight and dysfunctional uterine bleeding. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), cystitis ("infection: bladder "), urinary tract infection ("infection: urinary tract "), vaginal infection ("infection:vaginal "), abdominal pain lower ("left lower quadrant pain") and weight increased ("weight gain"). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). The patient was treated with paracetamol (tylenol), antibiotics, surgery (laparoscopy, bilateral salpingectomy resection of endometriosis, d&c,endometrial ablation), surgery (laparoscopy, bilateral salpingectomy), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (endometrial ablation with novasure device). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the large intestine perforation, device breakage, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, back pain, abdominal pain lower and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, large intestine perforation, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion current weight: 226 lbs. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. New reporters added and case updated to medically confirm. Patient¿s demographics, historical condition and concomitant disease added. Essure indication updated and lot number added. New events migration of essure device location: adherent to sigmoid colon and right ovary/ perforation (other) location: anterior portion of the sigmoid colon, device breakage, abnormal bleeding (menorrhagia), abnormal uterine bleeding, infection: vaginal, infection: bladder, infection: urinary tract, weight gain, abnormal uterine bleeding and left lower quadrant pain were added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a procedure to remove the implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report